Event description:
It was reported that during a patient exam with the breast localization paddle the compression released itself. No injury reported. A field engineer was dispatched to the site and determined that the foot pedal needed to be replaced. Once this was completed the system was working as intended.